Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime was giving high readings. Customer stated that in the morning of (B)(6) 2013 she took a reading and got 417 and she took 10 units of insulin. She was not feeling well and her husband went to get her another meter in the evening and that one read 215 she was having blurry vision feeling weak, nauseated and vomiting. She went to the ER and her glucose at the hospital was 65. At the hospital they put her on an IV and gave her fruits to bring her glucose back up. She said she spent a whole week in the hospital because they couldn¿t bring her glucose back up. She seems to be doing the proper technique. She also mentioned that she is supposed to eat every 3-3 ½ hours and then needs takes her reading about a 1-1 ½ hour after eating. Then she changed her story a bit she said that she checks her glucose before eating and 2hours after she eats. She did do a control solution test which was in range. Replacing product.